Event description:
A malfunction alarm labeled as malfunction code 12 was reported with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was informed they could continue using the pump and to contact support if any issues reappeared.